Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify display anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump had wet and then not working. The customer¿s blood glucose level was unknown. Troubleshooting was performed for moisture exposure. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.